Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger with the anterior needle tip was not returned. The sheath, guide, foot and lever were normal and undamaged. 2cm of the rail end with posterior needle tip were loose. The link was broke at the anterior cuff. The posterior cuff was still in the foot pocket with its tabs intact. The posterior foot was examined for needle strike marks and none was detected, indicating the needles were deflected outside of the foot pocket. The suture was pulled from the device with no significant resistance detected indicating that suture drag was not a contributing factor in this event. A proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, a posterior cuff miss occurred as evidenced by the suture remaining loaded in the device. This resulted in the link being broken at the anterior cuff due to resistance created by the posterior cuff miss. Based on the investigation findings, the most probable cause for the posterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.